Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-10597 - device 8 of 8.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 8 infusion sets with tape not sticking event on (B)(6) 2024. The infusion set was in use for 1- 2 days. No further information available.